Event description:
It was reported an alarm was sounding. Telemetry confirmed non-critical, low reservoir volume alarm. It was noted, the patient heard the alarm and went to the clinic on the day of this report. Refill was not expected until (B)(6) 2012. The health care provider refilled pump at visit. It was noted, the patient was not having any symptoms. It was later reported that he patient had been in the hospital for an unknown reason, during which time the dose had been increased, but the refill date had not been changed.

Manufacturer narrative:
Catheter: model 8709sc serial# (B)(4), implanted: 2012 (B)(6). (B)(4).